Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with myospasms. The investigator noted the event as moderate in intensity. Action taken was prolonged current hospitalization. Pt was kept in the hospital for one extra night for the myospasms, but they resolved after 72 hours. Oxycontin 40 mg was begun one day after event. The event resolved without treatment 3 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication and common post operative event.